Manufacturer narrative:
Based on the reported info and eval of the returned product, the findings were as follows: product slippage was unable to be duplicated. The 80 pound torque knob tested good under pressure. The large starburst teeth were worn and the index knob was found to be cracked upon disassembly. However, these would not have caused the clamp to slip. All other components were functional. The root cause was not related to the mfg or design of the device. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
It was initially reported that the 80 pound torque knob came loose and lacerated the pt. Additional info was rec'd from the customer on (B)(6) 2010 stating that there were only minor scratches to the pt's scalp. No other info was provided.